Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided guidance, including information on resetting the pump, and successfully assisted the caller in starting a new sensor session without further errors.